Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: deep lamellar keratoplasty (dlkp) in keratoconus patients using viscoadaptive viscoelastics. (Cornea) mar 2005; volume 24(2); page 178-81. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that patients were treated with deep lamellar keratoplasty (dlkp)using ophthalmic viscosurgical devices (ovds) resulted in rupture of descemet¿s membrane. No further information expected due to unlikelihood.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).